Event description:
It was reported that the right ventricular (rv) lead set screw could not be tightened down. No wrench ratchet was heard. The device was not used and another device was implanted. This device was successfully attached to the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. No anomalies were found. The returned device indicated the set screw was found in the connector bore. Concomitant products: 6935m55 lead (B)(6) 2015, 5867-3m adaptor (B)(6) 2015. (B)(4).